Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery, which was resolved by a complete infusion set and reservoir change. The blood glucose reading was 207 mg/dl. Another blood glucose reading of 300 mg/dl was also reported. The caller stated that the infusion set and reservoir had been discarded. Nothing further reported.